Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens but noted damage after the implantation. He removed the lens without injury to the patient. The models of injector and cartridge used in this case were not specified. Further, the lot numbers for these items were disposed of by the facility.

Manufacturer narrative:
Evaluation results: other, visual inspection of the intraocular lens showed pieces of the optic were torn off and missing. Conclusions: no conclusion can be drawn. The cartridge and injector used in this case were not returned for inspection.